Event description:
Four days post implant it was found that the atrial lead had dislodged and dropped into the ventricle. The lead was repositioned in the atrium and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.